Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had turned on, but the light is not coming on, the front panel keyboard keys are not functioning. The event occurred during setup. There were no reports of patient harm.

Event description:
The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d9, h2, h3, h6 and h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7 and h6 health effect impact code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty front panel, rear fan was cracked, corrosion on socket tubing and corrosion inside air pump tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the front panel keyboard keys was not functioning was due to faulty front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.